Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis, (dlk) at the nasal flap edge in both eyes, one day following a lasik procedure. The patient reported light sensitivity and irritation in both eyes and was treated with increased topical steroid drops for 48 hours and then return to four times a day. Follow-up with the center director, indicated five days following lasik surgery, the patient rubbed his right eye and caused a wrinkle in the flap. The patient had emergency surgery to reposition the flap. The following day, it was noted that the patient had an abrasion on the right cornea and the patient was treated with a bandage contact lens. The optometrist saw the patient two days following emergency surgery and the dlk had resolved with treatment in both eyes. Follow-up with the optometrist indicated at the patient's one month postoperative exam, the flap was in good position and there were no signs of dlk. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).